Event description:
The battery was placed in the drill and held up against the technician's stomach. While testing the drill prior to surgery, the screw on the bottom of the battery overheated and burned them. The injury was cleaned and treated with silvadene.